Event description:
It was reported that during a magnetic resonance imaging (MRI) procedure the patient had a low heart rate. It was noted that having an MRI while implanted with an implantable cardiac defibrillator (ICD) is off label use. After the MRI the ICD showed normal pacing and measurements. The ICD is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.